Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece was clogging during a procedure. The procedure was completed after a two hour delay. There was no patient harm.

Manufacturer narrative:
The handpiece was not examined, as it was not made available. As such, the reported event was not replicated. However, the ultrasound diathermy parts were replaced as a preventive measure on the system. The system was then tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system or handpiece. The root cause cannot be determined conclusively. (B)(4).